Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10 result of investigation: vyaire medical was not able to verify the reported issue.vent was hook up to a known good power source, patient circuit and hook up to a 50psi o2 outlet. Passed all tests. Unit was opened and inspected; no anomalies were found. Process ventilator through service to meet all factory specifications.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the revel ventilator experienced multiple malfunctions. The customer confirmed that there was no patient involvement associated with the reported event.